Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. While on support, it was reported that the impella was not fitting the groin. The impella was stuck in central position (bifurcation) therefore the case was aborted. The patient expired in procedural area. The relationship between the impella and cause of death is unknown.